Event description:
An impella 5.5 was inserted via the axillary artery graft to support a 68 year old female patient who had been admitted in with cardiomyopathy. The patient's underlying medical history was not shared. The 5.5 was supporting when there was a diagnosis made of cardiac tamponade due to a perforation. The team placed a pericardial drain and central line. Other clinical details were not furnished but, the patient was noted to have survived the tamponade and intervention.

Manufacturer narrative:
A1 and a4 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.